Event description:
My problem is related to exposure to mercury vapors in my dental amalgam fillings. I had a total of 26 cavities filled in early 2003 and several more in 01/2004. Since then, I have experienced health conditions that cannot be attributable to anything else. I used to dye my hair before I rec'd the 26 fillings. I now dye my hair and experience a severe allergic reaction. I'm allergic to grapes, chocolate, skin creams, shaving creams, and household chemicals, and this has only occurred in the last 2 years. I have boughs of dizziness. I have lot my sense of balance, I have sharp pains in my teeth not related to new cavities, I have outbursts of anger, and I am constantly cold. I never had these physical problems before and they have become very debilitating. There is no reason why I should have to suffer from these awful physical symptoms. Dose or amount: 30 amalgam fillings, frequency: two weeks, route: dental. Diagnosis or reason for use: cavities.